Event description:
Material no: 260815c, batch no: unknown (provided 1091519 03/2024). It was reported fm - hair. Verbatim: there is a hair inside of the sterile packaging of the 26ml chloraprep applicator none - the item was inspected prior to use on the patient & the contaminant was seen. The customer would like to receive replacement product.

Manufacturer narrative:
(B)(4). (B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: 260815c. Batch no: unknown (provided 1091519 0on 3/2024). It was reported fm - hair. There is a hair inside of the sterile packaging of the 26ml chloraprep applicator none - the item was inspected prior to use on the patient & the contaminant was seen. The customer would like to receive replacement product.

Manufacturer narrative:
The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. An initiative under our current CAPA is to replace lab coats to prevent hair from coming into the controlled manufacturing environment. Anti-electrostatic coats started to be implemented on june 2021. Follow up emdr (B)(4).